Manufacturer narrative:
Conclusions: the investigation is currently in progress.

Event description:
On an unknown date, a gore propaten vascular graft (removable rings) was implanted. On (B)(6) 2012, the graft was explanted. The explanted graft was noted to have some abnormal fluid collection and a slight tear.